Manufacturer narrative:
One unknown encode abutment screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the product was not returned. No pre-existing conditions were noted. The product was being placed on an unknown tooth location when the incident occurred. X-ray and picture images were not provided. Appropriate documentation was removed. DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the available information, device malfunction and the reported event could not be verified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date number unknown / not provided.

Event description:
It was reported that patient that has received an encode abutment with in the last year, crown and gold tight screw. During the time after the patient was originally delivered the abutment, crown and screw at 20 ncm, the screw began to get loose. The doctor wanted to start fresh and ordered a replacement gold tight screw. Just over a month ago, the new fresh screw was delivered to the patient. Along with starting fresh, doctor utilized a new torque wrench just to be safe. There is nothing wrong with his older, self-calibrating torque wrench but he just wanted take the extra measure to be safe. Now at this time, the newer gold tight screw has become loose again.